Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, low angulation, knobs play, rough up/down knob when engaged, distal end dented, objective lens chipped, light guide lens cracked, angle rubber glue cracked, insertion tube dented, light guide tube dented, and image flare. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope exhibited e315 error scope error. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using a similar device. There was no patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to dust or the like that entered between electrical contacts of the connector plug unit and the ones of receptor unit on video system center side, and caused temporary contact failure, leading to the suggested event. Olympus will continue to monitor field performance for this device.